Event description:
Customer reports that the test strips would not accept the blood into the strip. She reports that she was unable to test her blood glucose. She reports she had low blood glucose at the time of the attempted test and that she was unable to move. She reports that the paramedics were called and they tested her blood. Glucose at 37mg/dl or 38mg/dl on their device. The paramedics gave the customer juice to elevate her blood glucose. She was not taken to the hosp. The last result, the customer obtained that day was 97 mg/dl which was taken approximately 7 hours prior to the incident. No quality controls were used. Requested return of suspect device and replacement was sent.